Event description:
Information was received from a patient rep (caller) regarding an external device. The reason for call was caller reported that yesterday the controller "froze". Agent had caller do ac power reset and caller confirmed no physical damage. Caller confirmed controller powers on inserted the battery and confirmed the controller indicated it was taking a charge (green blinking light). Caller mentioned controller was at 100% implant was 30%, therapy was off. Caller confirmed therapy was on and pt tried to increase the stimulation from 1.4 to 2 and mentioned that they were not feeling anything. Agent reviewed information and redirected pt to their managing hcp.

Manufacturer narrative:
Continuation of d10: product ID 97745 (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.